Event description:
It was reported on november 20, 1998 that a bladder neck suspension procedure was performed in 1998. In november of 1998, the patient was bleeding vaginally. The patient came in the hospital and the physician found the corner of the sling had eroded. It is believed the device was removed from the patient. No product was returned for evaluation.